Event description:
An aa4203tl model lens was implanted and removed due to the surgeon not being able to place the lens in the eye, the lens was too large for the capsulorrhexis. The lens was cut into pieces to remove and there was no pt injury or event.